Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece was missing, confirming that a fragment detached from the instrument and was not returned with the device. Additionally, the grip base was found broken and missing. The instrument was also found to have a broken conductor wire due to a damaged grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the force bipolar instrument was observed to be broken and the gripping force was weak. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. A review of an image provided by the customer was performed. It appears that the molded insulator broke, which caused one side of the grip to dislodge.